Manufacturer narrative:
Concomitant medical product: dtma1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevation of pacing threshold to a high range and loss of capture was noted. Output was adjusted to match the threshold but thresholds ultimately rose above the programmed output. The lead remains in use. No patient complications have been reported as a result of this event.